Event description:
It was reported that this pacemaker (implanted (B)(6) 2015) was discovered during follow-up on (B)(6) 2026, to be in safety mode. The device was explanted and replaced on (B)(6) 2026. It was stated that the device would not be returned. No patient complications were reported.